Manufacturer narrative:
Date of event: date estimated. (B)(4). The device was not returned for analysis. A review of the lot history record could not be performed as the lot number is unknown. A cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid regurgitation (tr) appears to have been a cascading event of the reported slda. It should also be noted that per the mitraclip system instructions for use states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr) based on the available information, the reported off-label use was due to the device being used on a tricuspid valve. However, it cannot be confirmed in this case whether the off-label use contributed to the reported incomplete coaptation/slda and patient effects. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances, as the patient was hospitalized and an additional clip was implanted to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment it was reported that on (B)(6) 2017, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation (tr) with an unknown grade. One nt clip was successfully implanted in the mitral valve reducing mr to a grade of 1. Also, one nt clip was successfully implanted in the tricuspid valve, reducing tr to an unknown grade. On an unknown date, the patient returned to the hospital symptomatic. Echocardiography was performed and showed that both mr and tr had increased. It was also noticed that the clip in the tricuspid valve had detached from one of the leaflets and remained attached to the septal leaflet (single leaflet device attachment/slda). The clip in the mitral valve remained attached to the leaflets. However, the physician did not know what caused the increased in mr. On (B)(6) 2021, a second procedure was performed to treat the increased mr and tr. In the mitral valve, valve replacement was performed. In the tricuspid valve, an additional clip was implanted to stabilize the slda. No additional information was provided.